Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The t:slim g4 user guide states that the pump can stop insulin delivery and alert if there has been no interac­tion with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours and can be set anywhere between 5 and 24 hours, or off. This alarm notifies that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 312 (mg/dl). Customer administered a correction bolus to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Review of pump history showed that the customer had received an auto-off alarm. Customer stated that they turned the pump back on, reloaded their cartridge, and resumed insulin delivery. Recommendation was made to change the infusion site.